Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, where the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the fiber was broken, however, the most probable cause for the malfunction is cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use fiber laser guide broke. The issue occurred during a therapeutic laser lithotripsy. The procedure was completed using a similar device. There were no reports of patient harm.